Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. The pump was also received with the serial number label stained and faded, case cracked behind the pump near the battery compartment and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump was damaged. Customer's blood glucose level was 170 mg/dl. Customer also stated that there was crack in case on backside of insulin pump at the battery side. It was also reported that there was no damaged on reservoir lip ring. The device will be returned for analysis.